Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the initial 29 millimeter (mm) transcatheter bioprosthetic valve at a depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc) moderate paravalvular leak (pvl) was observed post deployment. A post balloon aortic valvuloplasty (bav) with a 28mm balloon was performed. An unexpected loss of pacing capture for a couple of seconds had occurred while the balloon was inflated inside the valve. This resulted in dislodgement of the valve above the sinotubular junction (stj) resulting in severe aortic insufficiency. As a result, a second 29mm transcatheter valve was implanted. The second valve had resolved the severe aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: patient code c51233 no longer applies; replaced with c50861. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.